Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm approximately two years ago. Vessel morphology was reported as no tortuosity, no calcification, and approximately 10 degrees of cranial correction at original implant. It was reported that proximal a type I and a type ii endoleak was identified. It was reported that the graft had not moved from the renals since the original implant; however, there was a large lumbar just distal to the renals that continued to fill a small sac just below the seal zone. This lumbar remained patent and the physician believes it dilated the seal zone inducing a type 1a proximal leak. An intervention was performed to correct this with a talent cuff and the endoleak was greatly diminished; however, a slight endoleak unknown persists. The physician is certain that the remaining endoleak is not a type ii. The patient will be monitored by the physician with a (B)(6) in 30 days. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation, results: (B)(4) inherent risk of procedure (endoleak), (B)(4) patient's condition affected effectiveness of device (anatomy related; type 2 endoleak, disease progression; neck dilatation). Evaluation,, conclusions: (B)(4) device failure/lack of effectiveness related to patient (anatomy related; type 2 endoleak, disease progression; neck dilatation) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date of this report.